Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire device was used during a endoscopic retrograde cholangeopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, the "wire stripped" and was replaced with another hydra jagwire and the procedure was completed sucessfully.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed and the customers complaint was not confirmed and the root caused is undetermined.